Event description:
Amistem implanted approximately 6 years ago. Revision surgery performed due to aseptic loosening. Waiting for info regarding revision.

Manufacturer narrative:
Device to be received and analyzed. X-rays analysis to be performed. Additional information and results of the analysis could be available in this case follow up 1.

Manufacturer narrative:
Batch review performed on 9 january 2023: lot 112384: 10 items manufactured and released on 05-sep-2011. Expiration date: 2016-jul-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department revision approximately 6 years after index surgery in a male patient due to aseptic loosening. From the images, signs of stress shielding and radiographic loosening are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and its causes are often unknown. The reason for this failure cannot be determined. Visual inspection performed by r&d project manager during the analysis it was evaluated that almost the proximal half of the stem body is still covered with ha coating. This in unexpected considering that the stem was implanted six years ago. Some signs and scratches are present on the neck surface, probably due to revision surgery. It is not possible to determine the root cause of reported loosening.

Event description:
Revision surgery performed approximately 10 years after the primary surgery due to aseptic loosening.